Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the ER on (B)(6) 2016 , due to experiencing difficulty walking. It was also reported a myelogram showed a mass of scar tissue blocking the epidural space near the lead site. As a result, the patient underwent surgical intervention where her entire scs system was explanted. It was also reported during the procedure, the physician excised a significant portion of the scar tissue mass and in turn the cord decompressed. Surgical intervention resolved the reported issue.